Manufacturer narrative:
The reagent lot number was requested but not provided. The field service engineer (fse) adjusted and replaced the sample probe and checked the rinse station. The fse also found that the sample and diluent nozzles were found to be slightly loose and fixed them. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable total protein gen.2 result for a patient sample tested on a cobas c 303 analytical unit. The initial result was 17 g/l. The repeat result was 70 g/l.